Manufacturer narrative:
Concomitant medical product: dtbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for rising high undefined pacing impedance with non-physiologic spikes on electrocardiograms atypical for myopotentials. The lead was revised and the physician confirmed under fluoroscopy that patent foramen ovale (pfo) closure-device was attached to the lead in the rv. It was suspected that this caused the rise in impedance. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.